Event description:
It was reported that approximately a month and a half post implant, the patient received a vibratory patient alert for the right ventricular (rv) lead having high impedance. The impedance ranged from 390 to 2075 ohms. Also, there was an episode of noise detected which resulted in inappropriate anti-tachycardia pacing therapy and an aborted shock therapy. Roughly one week later, the rv lead impedance measured out of range and the patient was seen by the clinic for troubleshooting where no issues were found and all of the impedance values were in range. The rv lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that there was oversensing of noise on the lead. The noise resulted in an aborted shock. It was noted that during the noise episode, it was also observed that the r-wave amplitude on the egm (electrogram) was attenuated. The lead remains in use. No patient complications have been reported as a result of this event.